Manufacturer narrative:
Date of event: the exact date event is unknown.

Event description:
It was reported that the patient had difficulty activating this implanted inflatable penile prosthesis (ipp). The patient discussed feeling a dimple in the ipp pump. The field representative discussed troubleshooting steps to reset the bulb with the patient and the patient received education from the provider, but the problem persisted. The patient is going to cycle the device regularly for the next two weeks and will follow up with provider if the activation difficulties persist. No further information has been provided.